Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific material number and lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the unspecified vacutainer blood collection tube had insufficient blood flow through device and air bubbles in blood within a tube or gas syringe. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that the tube had air leakage resulting insufficient blood collection."